Event description:
Customer passed away due to hypoglycemia. Customer also had liver disease. Customer had a seizure prior to going to bed. Mother found him in a coma the next morning. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.